Manufacturer narrative:
The lead was returned without a reported event. As received, the distal portion of a partial lead was returned in one piece. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal and distal to the suture sleeve tie impression. The outer insulation was cut at 3.2cm from the distal tip consistent with procedural damage. External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 5.4cm to 6.0cm from the distal tip consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.